Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the initial implant of a pacemaker system, this right ventricular (rv) lead exhibited loss of capture and increased threshold. The rv lead was implanted in the bundle of his. The patient was noted to have symptoms of dizziness. As a result, a lead revision was performed to reposition the rv lead. The physician also elected to explant the pacemaker device and implant a cardiac resynchronization therapy pacemaker (crt-p) device and a back-up rv lead. The procedure was noted to be successful. The lead remains in-service. No additional adverse patient effects were reported.